Event description:
The caller reported that control-iq was not adjusting insulin delivery as expected, and this issue had been occurring over the past six months. The customer's blood glucose level was displayed as "low," but no specific value was provided. The caller managed their low blood glucose level independently and chose not to share details on the actions taken. They intentionally turned off control-iq and declined any assistance with turning it back on. The call was disconnected intentionally by the caller, and no additional information was obtained, leading to the closure of the case by technical support.